Event description:
It was reported that the right atrial (ra) lead was possibly dislodged. This lead was repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.